Event description:
International affiliate reported that a patient presented with a bowel obstruction attributed to adhesions to the device. It is assumed that medical or surgical intervention was required to address this patient event. No further information was provided.